Manufacturer narrative:
Submit date: 11/4/08. An investigation is currently underway. Upon completion,the results will be forwarded.

Event description:
It was reported to covidien in 2008, that a customer had an issue with an insulin syringe. The customer stated that the syringe had a cracked hub and would not hold the cannula causing it to be loose in the packaging.